Manufacturer narrative:
Follow-up# 1 (12/24/2013) - initial report (submitted on 12/19/2013), the statement in the description should have read, ¿based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl¿ and not ¿based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl.¿

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verioiq meter read inaccurately high compared to another device. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient alleged that the issue began on (B)(6) 2013 at approximately 4pm. At an unspecified date/time before the alleged issue occurred, the patient reportedly was feeling symptoms of sweating and shaking. Prior to the onset of her symptoms, it is not known what the patient¿s previous reading was (with the subject meter), when the reading was obtained, and what action the patient took in response to the previous reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At the time of the alleged issue the patient reportedly obtained blood glucose readings of ¿115mg/dl¿ with the subject meter and ¿87mg/dl¿ with the accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. According to the csr¿s documentation, 15 minutes after the alleged meter issue occurred, the patient reportedly consumed food and/or drink as treatment. It is not known when the patient¿s symptoms abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury the patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 3 ¿ (05/11/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/08/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/19/2014 and 3/27/2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.